Manufacturer narrative:
Citation: francois j et al. When a mechanical valve goes freestyle: a patient tailored valve-in-valve implantation. Acta chirurgica belgica. 2015;115(5):371-3. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Medtronic received information via literature regarding a (B)(6)-year old male patient who underwent a valve-in-valve implantation of a non-medtronic bileaflet mechanical valve inside of medtronic freestyle root prosthesis (serial number not provided). There were no allegations made against the medtronic device. The valve-in-valve implant was successful. No additional adverse patient effects or product performance issues were reported.